Event description:
It was reported that a participant of survey for ilet experience study experienced hyperglycemia event occurred after the user ate more than recorded in the ilet meal announcement, suggesting an incorrect meal size entry. Follow-up was attempted to complete blood glucose and hospitalization questionnaires, but additional information was not obtained. Investigation of this case revealed insufficient information to determine a device malfunction and suggested user-related factors related to meal entry. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no reported injury. It was concluded that the event was consistent with hyperglycemia associated with incorrect meal announcement rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.